Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the vela ventilator alarmed transducer fault. The customer confirmed that there is no patient involvement with this reported event.

Manufacturer narrative:
Result of investigation: vyaire medical was able to confirmed the reported issue through event log and duplicated during functional check. Investigation revealed pt801 ( exhalation pressure transducer) and pt800 (turbine differential transducer) have failed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.